Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 245mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was protruded. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed prime test, excessive no delivery test and displacement test. However, the insulin pump alarmed motor error during the basic occlusion test due to loose/flush drive support disk. Unable to verify alarms or perform occlusion test due to motor error alarms. The motor was tested outside the device and passed. The insulin pump was received with scratched lcd window.